Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) contacted the customer over the phone to followup regarding the part number request. During troubleshooting, the customer reported that the tubing from the heater to the prefilter was leaking. The customer requested the part number stating that they would replace the part themselves. The customer declined service. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 16-oct-2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The g8 operator's manual under chapter 2 pre-installation states the following: line filter: the line filter prevents impurities such as dust from a broken valve seal from entering the assay line. The filter element is easily replaced by hand. Chapter 5 maintenance procedures details instructions on how to replace the filter: 5.7 filter replacement: replace the filter in the following cases. When the filter counter reaches 400 injections. When the pressure is more than what is indicated on the column inspection report + 4 mpa. Confirm on the main screen (the second screen) that the sv1 key is open (o). Remove the filter outlet (top) flow line. Turn the top of the filter holder assembly by turning it counterclockwise and remove the filter holder by pulling it straight out. Lightly press the top of the holder to take out the old filter element. Place the new element with great care of surface of filter. The gray colored surface is the outlet (up) side. Firmly tighten the top of the filter holder assembly by hand until no further tightening is possible. Place a lab wipe at the filter holder outlet and run the pump by pressing the key to remove the air inside the element. Check that no more bubbles come from the outlet side, and then press the key to stop the pump. Connect the outlet side flow tube. Press the key again to start the elution buffer delivery. Make sure that the pressure falls within a range less than the original pressure (which is indicated on the column inspection report) + 4 mpa and that there are no leaks from the filter housing components and tube connections. If a leak is found, tighten the assembly further. The most probable cause of the reported event could not be determined. The customer declined service and stated that they would change the part.

Event description:
The customer reported that they needed a part number for the prefilter for the g8 instrument. The instrument was down until the customer received their replacement. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.